Event description:
It was reported that the customer passed away while wearing the insulin pump during her illness. It was believed that the device was discarded upon her death. The mother stated that hospital staff does not know where is the insulin pump or who removed it. The mother stated that the death certificate shows the causes of death were respiratory failure, cystic fibrosis, and diabetes. It was stated that the insulin pump failure/therapy was not listed as a contributing cause of her death. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.